Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed. The reported irregularity of the tip was confirmed to be stretched coils. The reported migration of the device was unable to be confirmed/tested. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported issues appear to be related to circumstances of the procedure. It is likely that manipulation and or inadvertent mishandling of the device and wire during advancement a caused the coils to stretch resulting in the appearance of the eps migrating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed lesion in the right internal carotid artery. The filter of an emboshield nav6 embolic protection system (eps) moved after deployment. Additionally, 32 centimeters of the distal tip did not seem to be as thick as usual. The procedure was successfully completed with a new emboshield nav6 eps. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.